Event description:
Complainant alleged that the medics were responding to a call for a male pt in his early seventies who had passed out in his home. The medics attempted to monitor the pt and although the pt had a pulse and was breathing, the device displayed a flatline on the monitor screen. The medics continued to use the device to monitor the pt, as the recorder was functional throughout the event. The complainant indicated that there was no adverse effect on the pt as a result of the reported event.